Manufacturer narrative:
The device was not available for return; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history record (DHR) review could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens trailing haptic was noticed to be broken off after insertion of the lens into the patient¿s right eye. The lens was removed intraoperatively and a back-up lens of same model and diopter was implanted. Reportedly, incision was enlarged to remove the lens and sutures were required at completion of the case. Current patient prognosis was described as ¿excellent.¿